Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via telephone call that the battery in the insulin pump went out. The insulin pump had an off no power alarm without the low battery indicator. The customer intended to call back after his caregiver was present to complete troubleshooting.